Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. The supplied photo has been reviewed, which shows that blood has pooled beneath the dressing, this has established a relationship with the event reported. The root cause has been determined as user error. Per IFU: npwt devices are not designed to detect or issue an alarm condition based on the presence of bleeding or pooling. The IFU provides further guidance. No batch lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the wound was bleeding under the foil, and the pump doesn't give an alarm. The customer was advised of a close-meshed control that no alarm can be generated when the sponge is glued. No patient harm reported.